Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 800 mg/dl and vomiting. The mother stated that the customer had fallen out of bed that morning and hit her head. The customer received cuts, brain bleeds and abrasions on her cheek bone. The customer had called previously to report motor error alarms, and the insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.